Event description:
The initial reporter stated they received discrepant results for three patient samples tested with the triglycerides assay on two cobas c 503 analytical unit analyzers. The first sample initially resulted in a triglycerides value of 395 mg/dl when tested on the first c 503 system. When repeated on the second c 503 system, it resulted in a value of 288 mg/dl. The second sample initially resulted in a triglycerides value of 350 mg/dl and it repeated as 105 mg/dl when tested on the second c 503 system. The third sample initially resulted in a triglycerides value of 307 mg/dl and it repeated as 80.7 when tested on the second c 503 system.

Manufacturer narrative:
A serial number of (B)(6) was provided for one of the c 503 systems, but it is not known if this was the serial number for the first or the second analyzer. The serial number of the other analyzer was not provided. The investigation is ongoing.

Manufacturer narrative:
A review of alarm trace data showed a high frequency of sample related alarms. From 01-jul-2025 to 22-sep-2025, there were a total of 842 abnormal aspiration alarms. Calibration and control data were acceptable. There was no indication of a general reagent issue. The investigation determined the issue is consistent with insufficient pre-analytic sample handling in combination with an issue with the instrument's cell rinse functionality. Medwatch fields d1, d2, d4, g1, and g4 have been updated.

Manufacturer narrative:
The triglycerides reagent lot number 851627 was used for the first two samples. The triglycerides reagent lot number on 16-jun-2025 was 861340. The first sample was tested on 04-jun-2025. The second sample was tested on 10-jun-2025. The third sample was tested on 16-jun-2025. Medwatch fields b4 and d4 have been updated.